Event description:
A retrospective review of steris corp's customer complaint files revealed that this incident was initially classified as a health and safety complaint, not a reportable event. Upon further eval of all the facts and circumstances surrounding the event, steris has determined that the event is reportable. In february 1998, the facility reported an incident of bacterial b. Stearothermopholis cross contamination between pts from an olympus bronchoscope processed in system 1. Steris's investigation revealed that users were adapting the endoscope in a manner contrary to the steris quick connect kit instructions. Appropriate in-service retraining was provided and the facility has reported no further instances of contamination.